Event description:
Buttons sticking confirmed complaint: trigger levers bent so they do not lock or unlock as they should. Adjusted levers. Repair order 98158 from s&r: the lever being bent meant it would not unlock. So yes it would thaw if the defrost lever was activated, but once the lever was deactivated it would be freezing again instead of being off. 1216677-2022-00120 ll100 cryosurgical 900001 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical inc is currently investigating the reported condition.

Manufacturer narrative:
Investigation: inspect returned samples. *analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured in 1993. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced in 2010 for a broken trigger assembly. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Internally, the trigger locks were slightly bent. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the trigger assembly locks and unlocks via small sheets of metal internally. Given the age of the device and its service history of 12 years free of additional service the root cause is being attributed to wear and tear. Corrective actions the unit was repaired tested, and returned to the customer. No further training is required. *was the complaint confirmed? Yes.

Event description:
Buttons sticking: confirmed complaint: trigger levers bent so they do not lock or unlock as they should. Adjusted levers. Repair order (B)(4). From s&r: the lever being bent meant it would not unlock. So yes it would thaw if the defrost lever was activated, but once the lever was deactivated it would be freezing again instead of being off. 1216677-2022-00120 ll100 cryosurgical 900001 (B)(4).